Manufacturer narrative:
Correction- (common device name- corrected to "insulin pump"). (Procode- corrected to "lzg"). PMA/510k #- added "k111210."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after becoming unresponsive and experiencing a low blood glucose (bg) level; however, no specific bg value was provided. Multiple attempts were made to follow up with the customer to obtain details surrounding the event; however, no additional information was provided.